Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that when the guide wire was advanced into the ar syringe, the guidewire kinked. A new set was used.

Manufacturer narrative:
(B)(4). Returned were a spring wire guide (swg), advancer, ars, and 18ga introducer needle. The guide wire was kinked and bent along its length. The od of the swg measured 0.868mm, which met specification. The length of the swg measured approximately 68.5cm, which was consistent with the graphic. The advancer was used to insert the guide wire into the ars and introducer needle four times with the plunger in and then out, rotating the sample 1/4 turn each time. No resistance was experienced passing the guide wire through the ars and needle even though the guide wire was kinked and bent. A manual tug test confirmed that both welds were intact. A review of the device history records (DHR) for the guide wire and ars catheter did not reveal any manufacturing related issues. The report that the guide wire kinked during insertion was confirmed through examination of the returned sample. The guide wire was kinked and bent along its length. However, the guide wire could be inserted through the returned ars and introducer needle with no resistance. A DHR review was performed and it did not reveal any manufacturing related issues. Based on the functional test and the report the kinks occurred during insertion, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that when the guide wire was advanced into the ar syringe, the guidewire kinked. A new set was used.